Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was 70 to 60 mg/dl at the time of the incident. The customer got no alarms in regards to over delivery, and all their settings are correct. The customer goes slightly high after a meal and then drops steadily. Troubleshooting was not completed but the customer still trusts the pump. The customer will send the carelink data. The insulin pump will not be returned for analysis.